Event description:
It was reported that during use with the bd vacutainer® no additive (z) plus tubes, the stopper was loose which lead to specimen leakage. There was no report of impact to patient or user. The following information was provided by the initial reporter: the cover is loose, causing the specimen to leak.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® no additive (z) plus tubes, the stopper was loose which lead to specimen leakage. There was no report of impact to patient or user. The following information was provided by the initial reporter: the cover is loose, causing the specimen to leak.